Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had difficulty taking a reading on their cardiomems. They had been taking readings on their bed but had moved their cardiomems patient electronic system (pes) to a new location away from all metal objects, including their cane. On (B)(6) 2024 the pes was again moved away from all metal objects and the patient stated that their left ventricular assist device (lvad) system controller was on the bed, their vacuum cleaner was 8 feet away, their lvad charger was in another room, and the patient did not use lvad batteries but instead used their plug in wall unit with a 20 foot cord while taking readings. They confirmed that their pes was plugged into a wall outlet and that no other devices were in the same outlet, also noting that no other devices were in the room. They also confirmed there was no visible damage to the pes power cord, which went off the bed away from the pes. The pes was powered on and started reading without patient at a low signal level (0% in the white of the status bar, then 6-8% white). The patient moved their lvad batteries out to their side as they were not hooked up to their wall unit at the time. It was confirmed the lvad batteries were on the left and a reading on the pes was started, showing more signal but greater interference (40% in the blue, then 20% white). The patient moved right on the pes and got higher signal with lower interference (80-90% in the green of the status bar). They moved away from metal and got more interference (80% blue, 30% white). They then reached their right arm to the left side and had some interference (40% yellow, then 30% white). They moved one inch to the right on their pes and had continued interference (80% blue and 62-75% green, then back to white). They confirmed that the 7 day mean average was 32.5 and then increased the minimum search pressure from 23 to 32 and a manual transmission was successful. The pes then would not turn on and was moved to a new outlet without success. The patient confirmed they were pressing the cardiomems handheld and not the power button, and when the power button was pressed the pes power on successfully. With the pes in a confirmed new outlet the patient switched from their lvad batteries to their wall unit. The patient noted at this time that their surgeon had told them they did not place the pes where they wanted to and advised the patient to contact their clinic to discuss the timing of their cardiomems readings. The patient was advised to contact their clinic for their recent readings. The patient was able to confirm that they had taken many successful readings after their lvad implant (60% blue, 70% green, then yellow and green, then moving one inch to the right and getting 80-90% green). At this time their reading and transmission was successful and the positioning for the patient's future pes readings was confirmed to be one inch right of center and connected to their lvad wall unit instead of batteries. The problem was considered to be potential electromagnetic interference from the lvad batteries and the first outlet used.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary dui number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the 14v batteries causing electromagnetic interference with the cardiomems patient electronic system (pes) was not confirmed. There were no photos or log files submitted for review. The 14v batteries were not returned for analysis. Device history records could be reviewed due to the exact serial number for the event battery being unavailable. The heartmate 14v li-ion battery instructions for use (rev. E) section 10.0 ¿testing and classification¿ states that the heartmate 14 volt li-ion batteries have been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2004. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries and to check for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that it is unknown which two batteries may have been in proximity to the pes at the time. These batteries were all replaced and recycled on 18apr2024 as they were approaching expiration.